Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger rod incorrect placement and the 2nd related complaint for difficult/unable to operate (not drawing) on lot # 8225898. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8225898 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200776926] noted for dry barrels. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle was unable to draw insulin. This was discovered before use. The following information was provided by the initial reporter: material no.: 328438 batch no.: 8225898. It was reported by the consumer that the stopper is resting at 2 units prior to injection and insulin cannot be drawn. Verbatim: consumer reported, stopper would normally rest at 1 unit prior to injection, now he's finding syringes with stoppers resting at 2 units. Stated, syringes that are resting at 2 units prior to injection, cannot draw his insulin.